Event description:
It was reported that during an unknown procedure, the tissue pad was detached in an hour. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.